Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8352-70, serial#: (B)(4), description: coveredge x 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the pocket site and was also suspected at the midline incision site. Symptoms of swelling, redness, and itchiness were noted. It was confirmed that the infection was not device or procedure related. The cause of infection was unknown but it was believed that it was due to patient's hygiene. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected.